Manufacturer narrative:
The returned product met specification as received. Visual inspection found the coating to have partially worn away on one side of the electrode. No components were missing. The electrode was attached to a test pencil and activated at 60w. No flame or abnormal effects was noted. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electrosurgery and is not considered a defective product. The investigation found the device to function normally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the edge coating on one side of the blade peeled off as the scrub tech attempted to remove eschar buildup with a raytec. The blade was then removed and a new e1450-4 blade was used to finish the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the edge coating on one side of the blade peeled off as the scrub tech attempted to remove eschar buildup with a raytec. The blade was then removed and a new e1450-4 blade was used to finish the procedure. There was no patient injury.